Event description:
Healthcare professional reported a xen®45 gts event described as multiple cases of xen blockage requiring revision, device tends to fail after two years requiring needling procedure or medications in unknown eyes.

Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, or patient details.